Manufacturer narrative:
03sep2021 the biomedical engineer stated that the dim display was discovered during preventive maintenance. The user interface assembly was replaced to address the reported issue. After further review of this complaint. It was determined that MFR report#: 2031642-2021-04471 was reported in error. The issue found during preventive maintenance is not a reportable event.

Event description:
The customer reported that the display is dim. The customer contacted product support and discussed 1st vs 2nd gen lcd. Product support provided parts ID for the 2nd gen ui assy. And discussed installation to include required testing. The customer reported that the unit was not in use on a patient.